Event description:
It was reported that prior to a procedure it was noted that the product inside the package was a different length than what was anticipated. The expeceted lenght was 38 mm, but when fully deployed, the site personnel measured 45 mm. This product was not used for a pt procedure and no pt injury or complications were reported.